Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01oct2018. (B)(4). Philip's field service engineer performed troubleshooting and confirmed the reported issue. The device also failed air flow accuracy testing. It was recommended that the customer replace the power management board and the flow sensor assembly. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 01oct2018. The customer has not authorized repairs at this time. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.